Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep replaced the x-ray tube and temperature sensor, calibrated and tested. The system performs as intended.

Event description:
The customer reported a loud popping sound from the x-ray tube. There was no pt injury reported.